Manufacturer narrative:
Updated investigation findings report: there were 27 cases with a result code of no findings available. There were 8 cases with a result code of operational context. There was 1 case with a result code of packaging materials problem. There was 1 case with a result code of manufacturing process problem identified. There were 8 cases with a conclusion code of cause cannot be traced to device. There were 27 cases with a conclusion code of cause not established. There were 2 cases with a result code of cause traced to manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information received clarified one reported device and is now being reported on MFR report 1119421-2019-01831. There are a total of 37 reported device being defective. Updated investigation findings report: there were 28 cases with a result code of no findings available. There were 7 cases with a result code of operational context. There was 1 case with a result code of packaging materials problem. There was 1 case with a result code of manufacturing process problem identified. There were 7 cases with a conclusion code of cause cannot be traced to device. There were 28 cases with a conclusion code of cause not established. There were 2 cases with a result code of cause traced to manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There are a total of 38 reported devices being defective. Updated findings report: there were 11 cases with a method code of testing of actual/suspected device. There were 26 cases with a method code of device not returned. There were nine cases with a results code of operational problem identified. There were 26 cases with a results code of no findings available. There was one case with a results code of no device problem found. There was one case with a results code of manufacturing process problem identified. There was one case with a results code of packaging materials problem. There were six cases with a conclusion code of cause cannot be traced to device. There were 29 cases with a conclusion code of cause not established. There was one case with a conclusion code of cause traced to manufacturing. There was one case with a conclusion code of manufacturing deficiency. There was one case with a conclusion code of no problem detected. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There was/were 12 cases with a method code of testing of actual/suspected device. There was/were 26 cases with a method code of device not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in g.1., g.2., and h.10. We received the report(s) referenced above concerning one or more adverse events involving your device. To complete our evaluation of the event(s), we request the following information: 1. Please provide a more complete description of this event including any relevant details surrounding the event. A facility representative reported an issue with an intraocular lens (iol), with a description of ¿defective¿. Follow up attempts were made to request more information on the reported event, but no additional information was received. 2. If the device did not function or perform as expected, please describe which device function or feature did not perform as intended, and the manner in which the device did not function as expected. Additionally, please discuss whether the unexpected function or behavior resulted in the event described. According to the complainant, the lens had an atypical appearance under the microscope; the device was not used, and no patient contact was reported. 3. Please provide all relevant information which your firm used to determine that the reported event (i.e., glistening) is occurring with greater or lesser frequency and/or severity, than is stated in the labeling for the device, or expected (i.e., where the device labeling is silent on event frequency and severity). In your response, please provide the expected and observed frequency and severity for the reported event with this device and, as applicable, the family of devices it belongs to. The risk management report (rmr) for acrysof single-piece intraocular lenses was reviewed and a hazardous situation associated with damaged lens due to incorrect handling was identified as potentially leading to patient harm. In the worst case, the likelihood of occurrence of harm is estimated as unlikely (reporting rate > 1 in 1,000,000 and = 1 in 10,000). No patient harm was associated with the current event. Overall, the reporting rate for similar events associated with patient harm during the time period of 01-nov-2018 to 31-oct-2019 is in agreement with the estimated likelihood of occurrence. The estimated risk remains unchanged. 4. Please describe all steps in the manufacturing process that could contribute to this reported problem, and how you considered this in the context of evaluating and investigating this device event. The complaint sample was returned with haptic and optic damage. During the final lens case closure at the manufacturing site, the lens could potentially become misaligned and damaged. 5. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: a) an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual the reporting facility did not provide any potential reasons that they suspected could have caused or contributed to the reported event. B) a complete description of investigation and analysis methodology(ies) used, the product was returned. Haptic and optic damage was observed. The damage is potentially caused by misalignment of the iol within the lens case. The test method used to evaluate the returned sample is as per final cosmetic inspection procedure. Product history records were reviewed and the documentation indicated the product lot met release criteria. There are no other complaints for this lot. The root cause is potentially manufacturing related due to possible misalignment of the iol in the lens case during final case closing. An enhancement was made to the manufacturing area with the addition of ionization bars, which minimizes iol misalignment in the case. There are no adverse trends identified for this complaint. Since the implementation of the enhancement, a decrease in the frequency of these events has been observed during the periodic trending analysis. C) an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, and the potential failure mode is lens broken/torn may be due to misalignment in the case. If the iol becomes misaligned in the iol case while closing, iol damage might occur. D) any conclusions reached based on the investigation and analysis results. There are no adverse trends identified for this complaint. Since enhancement implementation, a decrease in the frequency of these events has been observed during the periodic trending analysis. 6. What quality control measures are performed during manufacturing that are intended to prevent outgoing product from exhibiting the problems described in this report? Were the reported device(s) subjected to any of these measures? Production associates who perform the lens casing step are trained to load the lens correctly into the case to prevent damage to the haptics. This loading includes specific techniques on how to pick up the lens using vacuum forceps to prevent damage to the lens. Following lens casing, all lenses are 100% inspected for cosmetic defects to ensure damage prevention. A sample inspection per lot is also completed post-cosmetic inspection step. A comprehensive device history record (DHR) review showed that the product met specifications. An enhancement was made to the manufacturing area with the addition of ionization bars, which minimizes iol misalignment in the case. Since the implementation of the enhancement, a decrease in the frequency of these events has been observed during the periodic trending analysis. There are no other complaints for this lot. 7. What actions has your firm taken to address this problem? An enhancement was made to the manufacturing area with the addition of ionization bars, which minimizes iol misalignment in the case. There are no adverse trends identified for this complaint. Since the implementation of the enhancement, a decrease in the frequency of these events has been observed during the periodic complaints trending analysis. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
There was/were 37 case(s) with a result code of no findings available. There was/were 1 case(s) with a result code of manufacturing process problem identified. There was/were 37 case(s) with a conclusion code of cause not established. There was/were 1 case(s) with a conclusion code of cause traced to manufacturing. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes 38 reports of defective intraocular lenses (iols).